Event description:
It was reported that the pt could not adjust stimulation. A "call your dr" icon was displayed. An elective-replacement-indicator was shown on the pt programmer. Add'l info received reported that the pt was still having concerns with her device or therapy, and had an appointment with her hcp on (B)(6) 2011. Add'l info received from the hcp reported that the cause of the event was premature battery depletion leading to diminished efficacy. The implantable neurostimulator was replaced. It was unk if the pt required hospitalization due to the event, and no pt outcome was provided. The date of the replacement was not provided.

Manufacturer narrative:
(B)(4).